Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right total hip. Failed arthroplasty. Complication of internal fixation. Surgeon stated that hip was dislocating due to improper cup position. Explants are not available for return due to (B)(6) policy. The cup, screws, liner and femoral head were removed and replaced with a tritanium revision cup and mdm construct.